Event description:
It was reported 10 to 12 hours after patient intubation, the endotracheal tubes cuff would not stay inflated. The patient was reintubated without incident or change in therapy. A leak in the pilot balloon valve was observed.